Manufacturer narrative:
The insulin pump was received unresponsive up arrow, down arrow and express buttons due to missing keypad dome switches. We were unable to perform functional test including displacement, basic occlusion test, prime test, occlusion test, excessive no delivery test, error test and self-test due to keypad anomaly. The insulin pump was received with peeling keypad overlay. The insulin pump was received with cracked keypad overlay. The insulin pump was received with minor scratched lcd window, scratched case and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that keypad was lifting from insulin pump exposing the electronics inside insulin pump. Customer does not know how damage occurred. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.